Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The shuntsystem was delivered in a returnkit in an unknown liquid. The valve was set to 5 cmh2o pressure. A visual inspection was performed and small scratch marks were observed but no abnormalities were visible. A permeability test was performed to check if the valve is clogged. This test was used in a hydrostatic pressure difference of about 30 - 40 cmh2o carried out in the flow direction. The test showed that the valve was permeable. An adjustment test was performed and adjustments were possible. Brake force and brake function tests were performed to measure the brake release force. The valve has a fully functional brake. No defects were identified with the valve. The valve operated as intended and no further actions are required.